Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two appropriate treatments, one of which converted the arrhythmia to a slower rhythm and one which resulted in post shock asystole. The device was started up at 17:45:09 on (B)(6) 2022. At 12:27:09, an arrhythmia was detected. ECG shows idioventricular rhythm at 50 bpm degrading to vf. At 12:27:45, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was idioventricular rhythm at 20 bpm. At 12:30:43, an arrhythmia was detected. ECG shows vf with motion artifact and varying rates/amplitudes. At 12:33:44, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with motion artifact and varying rates/amplitudes. The post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 13:23:16 on (B)(6) 2022.